Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood exposure occurred during use with bd vacutainer 4nc 0.129m 0.4 ml blood collection tubes that were cracked. The following information was provided by the initial reporter, when nurse took the tube out of rack tube broke in to her hand when she was taken closure away from tube , causing a small cut wound. No gloves in use. Another broken empty tube with crack/fracture was found also from same tube rack . Occupational safety declaration has been made about case to hospital system. Complaint submitted after long time from happening because worker was on vacation and was not available to answer questions earlier (gloves?). It is difficult to say when the tubes are damaged. No medical intervention information was given.

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for broken tubes with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that blood exposure occurred during use with bd vacutainer® 4nc 0.129m 0.4 ml blood collection tubes that were cracked. The following information was provided by the initial reporter, when nurse took the tube out of rack tube broke in to her hand when she was taken closure away from tube , causing a small cut wound. No gloves in use. Another broken empty tube with crack/ fracture was found also from same tube rack . Occupational safety declaration has been made about case to hospital system. Complaint submitted after long time from happening because worker was on vacation and was not available to answer questions earlier (gloves ?). It is difficult to say when the tubes are damaged. No medical intervention information was given.